Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.

Event description:
Taxus IV clinical study: it was reported that 730 days after a coronary drug eluting stenting treatment procedure, the pt required a target vessel reintervention (tvr). On the day of the index procedure, the clinical status assessment indicated the pt's qualifying condition as stable angina (ccs class 3) and pt was referred for cardiac catheterization. The index procedure treated a 3.0x28mm, 95% stenosed lesion located in the proximal right coronary artery (prox rca) with predilation and placement of a taxus express2 3.0x32mm drug eluting stent, reducing the stenosis to 5%. There were no reported complications. The pt was discharged the next day on aspirin and plavix. Seven hundred thirty days after the implant procedure, the pt was admitted to the hosp for chest pain. Pt underwent a cardiac catheterization which revealed 99% stenosis in the ostium of the rca and 99% stenosis in the mid rca. The core lab qca report notes 80.84% stenosis in the mid rca. The prox rca and mid rca were treated with angioplasty and placement of two cypher stents, reducing the stenosis to 0%. Pt was discharged two days later. In the opinion of the physician, the relationship of the tvr to the taxus stent, or the index procedure, or the prior co-morbid condition was all probably.